Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the hospital that, the cardiosave intra-aortic balloon pump (iabp) helium bottle needs to be inspected. The helium cylinder on the iabp has flagged up as empty, they don't think they have ever had to change it, the pump has not been used since they got it. They were able to replace it with a bottle they had. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) helium related malfunction. A getinge field service engineer (fse) says message from hospital that the helium cylinder on the iabp has flagged up as empty, which is a surprise as don't think that have ever had to change it (the pump has not been used since they got it) so managed to replace it with a bottle we had down there. Will raise a quote to inspect. Once po received, our fse can inspect this. The hospital have not inspected our quotation to inspect. Quote down as hospital have not accepted. There was no patient involved. H3 other text: hospital has not accepted quote.

Event description:
N/a.